Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarmed from the pump. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that her pump started beeping and she thought she had to check her blood glucose readings. The pump alarmed her to check her battery and it alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.